Event description:
Per independent repair center statement; the unit was not alarming. The key failure was the power switch had no alarm. Additional malfunctions were multiple leaks on the f-tube and p.e. Valve connections.